Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, manifested by cloudy effluent and weakness. It was reported that the patient was hospitalized due to weakness. The cause of the event was unknown. The patient was treated with unknown antibiotics. At the time of this report, the patient outcome was recovering. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up it was reported that two days prior to the peritonitis diagnosis, the patient was treated with injection vancomycin (2 grams, ongoing), injection ceftazidime (1 gm, ongoing) and injection tobramycin (40 mg, ongoing) for peritonitis. Three days after the peritonitis diagnosis, pd therapy was stopped and the patient was transferred to hemodialysis, ongoing. Should additional relevant information become available, a supplemental report will be submitted.